Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, while dynamic drilling of the hole, the fluted drill bit contacted titanium cannulated retrograde/antegrade femoral nail. There was no surgical delay. The procedure was successfully completed. The patient outcome was unknown. This complaint involves (3) devices. This report is for (1) 10 ti cann retro/antegrade fem nl/360-s. This report is 3 of 3 for (B)(4).